Manufacturer narrative:
Corrected data: outcomes attributed to adverse events: in the initial MDR, other serious should have been selected; however, required intervention was indicated. Outcomes attributed to adverse events: corrected to: other serious in the initial MDR, initial report reflects the distributor. Section e has been corrected as follows: (B)(6). Health care professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. Date of event: unknown/not provided. Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date is unknown since serial number was not provided. UDI is unknown since serial number was not provided. If implanted, give date: unknown/not provided. If explanted, give date: na (not applicable) to date, there is no indication of a lens explant. (B)(6). Manufacturing date: unknown since serial number was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted."

Event description:
It was reported that a physician had issues with symfony, model zxr00 intraocular lenses. According to the physician, despite the lenses scoring consistently high on visual acuity tests, his patients have reported issues of seeing glares and halos when looking directly at sources of light and having difficulties driving, even during daylight. Through follow-up, it was learned that the patient had good vision at 1 day post-op. However, at 1 month post-op they patient's vision had become more blurry. The surgeon requested consultation with abbott medical optics, where it was suggested to look at the ocular surface because the post op medication may be drying the cornea. It was suggested that the physician treat the patient with lubricants or dry eye medication. No further information was provided.